Manufacturer narrative:
One device was returned for repair. There was no prior service history. Event log showed no reoccurring alarms. Visual inspection found downstream occlusion (dso) seal delaminating from device. Replaced the dso seal and device passed all test criteria.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that th downstream occlusion (dso) sensor seal bubbled and separated. There was no patient involvement.